Manufacturer narrative:
(B)(4). Investigation summary: the complaint device was received and evaluated at service center. The defect reported by the customer has been verified and repaired using the measures listed in the "proof of repair. On inspection, keyboard pcb was found corroded. Motor was making loud noises, there was a short circuit in the cable. Replaced motor, cable, hand control set and cleaned unit. Functional test was performed. Hipot test was completed. Electrical safety test was completed. Functional test according to test procedure was completed. Safety test checklist was enclosed. "Micro": preventive replacement of o-rings performed according to service manual. As per input check, the keypad isn't responding properly, the motor isn't running smoothly. A root cause could be the fluid ingress into the keyboard pcb. The original serial number of the current device was sold as spare part, no DHR is available because original serial is manufactured by (B)(4) is unknown. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by the affiliate in (B)(6) that during pre-surgery, it was observed that the micro tornado hp w handcontrol device was defective. According to the report, the buttons on the device did not work and the device displayed an error message. During in-house engineering evaluation, it was determined that the device had a short circuit in the cable, keyboard pcb was corroded, and the motor was making loud noises. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.